Event description:
A diabetic reports a hypoglycemic event involving a fall to the floor and unconsciousness for an unknown period. Due to the event, the diabetic suffered a "bump" to the head. No treatment was given. The diabetic regained consciousness without assistance. The device had reported a fasting blood glucose value of 285 mg/dl in the early morning. The diabetic felt dizzy and "passed out".

Manufacturer narrative:
Standard disclaimer on file.